Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable .

Event description:
This was a lead management procedure to extract three leads: two right atrial (ra) leads and one right ventricular (rv) lead. Spectranetics glidelight devices (models 500-302 and 500-303) along with lead locking devices were in use. The first ra lead was extracted successfully. The physician then attempted extraction of rv lead, which resulted in using a snare; however this lead broke and tip of lead was left in the patient (lld was completely removed). The remaining ra lead had extensive adhesions. While using the glidelight model 500-303, they completed the extraction but the patient's blood pressure dropped and cardiac tamponade was detected. Rescue efforts began immediately including pericardiocentesis and sternotomy. A superior vena cava (svc) tear was discovered. The tear was successfully repaired and the patient survived the procedure.